Event description:
The customer contact reported a loss of suction. The device was being used to suction fluid during an unspecified surgical procedure. After an unspecified length of time, the customer contact reported that the device was not holding an air tight seal and the liners are collapsing under suction. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.